Event description:
(Related symptoms if any separated by commas). Hyperglycemia (one week ago rbg (random blood glucose) reached 600 mg/dl) [hyperglycaemia]. The pen didn't inject the accurate dose [device delivery system issue]. The force needed to inject insulin become more easier and the pen inject insulin in a so rapid way [device malfunction]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "hyperglycemia (one week ago rbg (random blood glucose) reached 600 mg/dl)(hyperglycemia)" with an unspecified onset date, "the pen didn't inject the accurate dose(inaccurate delivery by device)" with an unspecified onset date, "the force needed to inject insulin become more easier and the pen inject insulin in a so rapid way(device malfunction)" with an unspecified onset date, and concerned a (B)(6) male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", mixtard 30 hm penfill (insulin human) (#1: unk (used 4 years ago and stopped 1.5 years ago), subcutaneous, mixtard 30 hm penfill regimen #2- 40 iu per each meal (3 times lr78m24 08/--/2023 daily) (started one month after stopping), subcutaneous, mixtard 30 hm penfill regimen #3- some times 60 iu when patient has high blood glucose, ongoing lr78m24 08/--/2023, subcutaneous) from unknown start date and ongoing for "diabetes mellitus". Patient's height: 160 cm. Patient's weight: (B)(6). Patient's bmi: 41.015625. Current condition: diabetes mellitus (more than 20 years ago, type of diabetes unknown), hypertension, weakness of heart muscle. The reporter complained that the force needed to inject insulin become more easier and the pen inject insulin in a so rapid way. The patient was given pen training and by using a new needle and penfill and the piston rod moved normally then after using a new penfil and new needle the pen released 4 u and 10 iu correctly but by doing needle cap trial , the pen didn't release the accurate dose completely. On an unknown date, the patient complained that one week ago rbg (random blood glucose) reached 600 mg/dl. Additionally the patient said that the blood glucose reading reached its maximum reading and measurement exceeded it due to technical issue in novopen 4 as the pen didn't inject the accurate dose. The patient said that he always suffers from hyperglycemia (most recent fasting blood glucose was 240 mg/dl , 260 mg/dl) and before it was 400 mg/dl. The patient sometimes exceed the mixtard 30 dose to 60 u in case of high blood glucose level as per the hcp advise. Batch numbers: novopen 4: fvg7228. Mixtard 30 hm penfill: lr78m24. Action taken to novopen 4 was not reported. Action taken to mixtard 30 hm penfill was reported as dose increased. The outcome for the event "hyperglycemia (one week ago rbg (random blood glucose) reached 600 mg/dl)(hyperglycemia)" was not yet recovered. The outcome for the event "the pen didn't inject the accurate dose(inaccurate delivery by device)" was not reported. The outcome for the event "the force needed to inject insulin become more easier and the pen inject insulin in a so rapid way(device malfunction)" was not reported. References included: reference type: e2b linked report. Reference ID#: (B)(4). Reference notes: same patient. Reporter comment: start date of mixtard 30 penfills : 4 years ago , stopped 1.5 years ago returned to use it again after one month of stopping it .

Event description:
Case description: investigational results: name: novopen® 4, batch number: fvg7228. A visual examination of the returned product was performed. Due to the cracked cartridge holder the user might experience the pen to be weak to depress. Foreign dry matter observed on internal or external pen parts e.g., dust, dirt, or dried stains after a liquid. The observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device. The cartridge holder was damaged in its connection to the mechanical part of the pen. It was not possible to attach the cartridge holder correctly and the device cannot function with a needle and a cartridge attached. The dose accuracy may be affected. The fault was caused by accidental damage during use of the device. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation was reviewed and found to be normal. The dose accuracy was measured by weighing using a random cartridge. The product was found to be normal. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected. Name: mixtard® 30 penfill® 3 ml 100iu/ml, batch number: lr78m24 the product was not returned for examination. Since last submission, the case has been updated with the following; -investigation results updated. -annex b,c,d,g codes updated. -narrative updated accordingly. Final manufacturer's comment: 11-apr-2022: upon investigation of the returned device novopen 4, it was found that both sides of snap end are cracked off the cartridge holder. Due to the cracked cartridge holder the user might experience the pen to be weak to depress. It is not possible to attach the cartridge holder correctly and the device cannot function with a needle and a cartridge attached. The dose accuracy may be affected. The fault is caused by accidental damage during use of the device. If the user does not detect the fault on the cartridge holder there is a risk that the patient will only receive a partial or no dose at all and could experience hyperglycaemic related events. H3 continued: evaluation summary: name: novopen® 4, batch number: fvg7228. A visual examination of the returned product was performed. Due to the cracked cartridge holder the user might experience the pen to be weak to depress. Foreign dry matter observed on internal or external pen parts e.g., dust, dirt, or dried stains after a liquid. The observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device. The cartridge holder was damaged in its connection to the mechanical part of the pen. It was not possible to attach the cartridge holder correctly and the device cannot function with a needle and a cartridge attached. The dose accuracy may be affected. The fault was caused by accidental damage during use of the device. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation was reviewed and found to be normal. The dose accuracy was measured by weighing using a random cartridge. The product was found to be normal. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected.